Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Indication of use of surgicel powder - why was the surgicel powder used during the initial procedure? Date and exact name of initial procedure (partial or total thyroidectomy)? Where exactly was the surgicel powder used?) Was excess surgicel powder irrigated/removed after receiving hemostasis, during the procedure? Onset of seroma. What are the patient¿s demographics? (Age, date of birth, bmi, past medical history) what is the patient¿s current status? Lot number of surgicel powder used during the procedure?

Event description:
It was reported that the patient underwent a thyroidectomy procedure on an unknown date, and absorbable hemostat was used. After the procedure, the patient experienced a seroma. The patient was monitored and then the seroma was aspirated.